Event description:
It was reported that during an unknown procedure, the device would not fire and the clips would not close all the way. No additional information is available.

Event description:
It was reported that as surgeon went to mallet in the anchor it began to shear off the side and would not go into the bone. He tried another lot number, sheared again. Repair was abandoned and a tenotomy was performed. Left shoulder slap repair.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.